Manufacturer narrative:
D9: product received date 2/4/2025. H3: one device was returned for repair with complaint of failed downstream occlusion (dso) calibration. No 12-month service history was found. Review of event log found no error codes. Visual and functional testing was performed. Unable to confirm complaint. Device passed dso test prior to calibration and calibrates successfully after such. Successfully calibrated unit twice. Device passed all testing criteria.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.